Event description:
During a laparoscopic surgery, the surgeon had difficulty removing the trocar from the cannula. As the surgeon was able to remove the trocar, the valve inverted resulting in co2 leakage. There was no reported harm to the pt. The specimen was not returned to the MFR.